Event description:
Caller reported a malfunction on the pump. Blood glucose level was reported as not exceeding 500 mg/dl (27.7 mmol/l), indicating no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump.